Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The reported condition was not verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by the patient feeling very tired. The caregiver reported the cause of the peritonitis was due to a leaking opticap package, specified as the package was wet and ¿there was fluid and it was like water¿. The cause of the leak in the package was unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with tobramycin (60 mg, once a day for four days, route not reported) and intraperitoneal injection of cefazolin (1.5g, once a day, for 13 days). The patient was recovered from the peritonitis and was discharged. Pd therapy was ongoing. No additional information is available.